Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the reload was fully fired with the interlock engaged, the jaw of the reload was open, I -beam was fully retracted, staple pushers were visible at the cut line, some staple pushers were pushed back to the cartridge, damage to the cutting edge of the knife blade was observed, and the clamping mechanism was deformed. Functionally, the reload was loaded into a representative handle. The reload was cycled without hesitation or binding and was applied to test media. Test media was transected. The reload interlock was tested and found to function properly. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Ensure that the black return knob on the instrument is pulled back completely and the articulation lever is neutral (0° relative) to the instrument. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, there was difficulty connecting the adapter to reload. A new adapter and reload were used instead. When connecting the reload, there was an abnormal crack sound. Also, it felt stiffer than usual, so another adapter was used to complete the case. There was no patient involvement.